Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: cd3357-40c crtd, implanted: (B)(6) 2016.

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture and had dislodged. It was also reported that the patient's heart failure symptoms were exacerbated due to the lack of capture. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.